Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment.

Event description:
It was reported that, during an office follow-up, the programmer had a red warning screen indicating the device had a patient data alert. The august battery longevity was at 75%, but today it is 95%. A review of the device downloaded data was performed. Technical services suspects this alert is due to a benign memory bit-flip that occurred in the ram of the patient data buffer. This does not impact the operation of the device. There is no impact on therapy. There were no adverse patient effects. The device remains implanted.